Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated ¿38 ¿ insulin, consecutive stalled motor¿ alerts verified in device history, occurring five times, and the pump was restarted per instructions with preserved settings, after which the alert recurred and the ilet was replaced; the device was then shut down and the user was counseled on backup therapy and startup requirements for the replacement. Symptoms included thirst and feeling unwell. Outcomes included prolonged hyperglycemia above target for approximately five hours without ketone testing, without backup therapy used, and without medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.